Event description:
It was also reported that the patient's controller was exchanged as part of troubleshooting to be sure that the controller was not responsible for the pump's low flow readings.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted video confirmed a potential narrowing of the outflow graft; however, the report of a twist could not conclusively be determined. The outflow graft obstruction could have contributed to the low flow events that were confirmed in the submitted log files. The submitted system controller event log files contained data from 07jun2020 and 08jun2020. The driveline was disconnected on (B)(6) 2020 for what appeared to be a controller exchange. The log files recorded a persistent low flow alarm. The submitted controller periodic log files contained data from (B)(6) 2020 through (B)(6) 2020. It was noted that the flow appeared to gradually decrease. Isolated low flow alarms at the beginning of the files became intermittent by (B)(6) 2020, and persistent starting on (B)(6) 2020. The lvad event and periodic log files also captured a gradual decrease in flow. A video was submitted for review, which confirmed a potential narrowing of the outflow graft. The duration that the narrowing was present could not be conclusively determined through the evaluation of the video. The account communicated that the device will not be returned; there is no product available for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit was shipped on 23mar2017. Incidental findings: an incidental finding of a controller exchange was discovered during the log file analysis. The cause for the exchange could not be determined. The heartmate 3 lvas IFU is currently available. This document contains the following information: section 2 "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 4 explains the system monitor's pump flow display and all alarms associated with the system. This section states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 contains information on "preparing the sealed outflow graft." Section 5 explains how to attach the sealed outflow graft to the aorta. Section 5, "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked as follows: check the position of the black line on the graft above and below the bend relief. Ensure that the line is straight. Section 5, "de-airing the pump," cautions the user not to rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked. This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 7 contains a table of alarms and the actions associated with each of them. The heartmate 3 lvas patient handbook is also available. Section 5 of this handbook describes the actions to take in the event of any system controller alarms no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had been complaining about low flows for approx. 2-3 weeks. Patient was hospitalized and an echo showed no significant issue with left ventricle (lv) unloading or right ventricular (rv) failure. The physicians asked for transesophageal echocardiography (tee) or CT-angiography with focus on the outflow cannula. An ECG showed no arrhythmias, blood pressure (bp) was stable and in acceptable parameters, and lab work showed no signs of hemolysis the echo showed a dilated lv, aortic valve (aov) opened with every beat, minimal reaction to an increase of rpm, and rv was okay. The angiography of the patient's left ventricle (lv) confirmed an outflow graft twist. The patient underwent a heart transplant and was reported as doing well.